Event description:
It was reported the patient was not receiving good coverage and had trouble charging her implantable neurostimulator (ins). The patient met with the manufacturer's representative and was able to establish a recharge efficiency of 100%. The patient met with the healthcare provider and a power on reset (por) was cleared. All impedances were within a normal range. The patient was educated on the importance of keeping their device charged. Later it was reported that patient was shocked from her hip to her foot. The patient noted it was only program 1 that gave her a shock. Adequate coverage was not able to be obtained in her foot. The patient was instructed to keep a journal and try other groups. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer model 37743, serial # (B)(4), implanted: na, explanted: na; recharger model 37752, serial # (B)(4), implanted: na, explanted: na; extension model 37083, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; plug model 3550, lot # n228507, implanted: (B)(6) 2010, explanted: unk; lead model 3987a, lot # n270796, implanted: (B)(6) 2010, explanted: unk; plug model 3550, lot # n177328, implanted: (B)(6) 2009, explanted: unk; implantable neurostimulator (ins) model 37702, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk; lead model 3778, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk; patient programmer model 37743, serial # (B)(4), implanted: na, explanted: na.

Event description:
Additional information. The patient only felt the shocking if the device was turned on past 0.5 volts on program 1. When the patient was with the medtronic representative program 1 was turned on and the settings were gradually increased to 2.0 volts, however the patient had no response. The device was programmed with "autofill" giving the patient 5 additional groups to try in order to obtain coverage for the patient's foot. Later it was reported at a follow up appointment the patient still did not have any better coverage. The patient stated she tried all 5 groups that were programmed, however when the device was interrogated the results indicated only group a had been used. No further information was reported.

Manufacturer narrative:
.